Event description:
It was reported that patient received multiple inappropriate shocks and hv therapy was turned off at this time. Following a vibratory alert, the ICD was found in back-up mode. It was recommended to replace the ICD. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).